Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information. See scanned page.

Event description:
The reporter stated that the pt was seen at a postoperative doctor's office visit. X ray images showed that a screw that secured the wrist fusion system was broken. The date of surgery was (B)(6), 2009. The procedure was a revision surgery. The device has not been removed. Integra has requested additional clinical information.